Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pain in arm, breast pain and skin rash. *07-dec-2016:the patient and designated as "uterus. Cervix and bilateral consists of a single intact uterus and cervix that weighs at least 85 grams, and measures 9.5 cm from-superior to inferior, 5.0 cm cornu cornu, and 3.5 cm anterior to posterior. There are 2 detached, fallopian tubes, the first measuring 3.0 x 1.0 cm, the second 2.0 x 0.8 cm. The serosal surface of the uterus and cervix is unremarkable, the specimen is bivalved into anterior/posterior the uterine cavity is unremarkable. The endometrium measures approximately 3 mm. The myometrium measures 1.5 cm. Serial the specimen reveals unremarkable endometrium and myometrium. 1. Anterior endo and ectocervix. 2. Anterior lower uterine segment. 3. Full thickness anterior endo and myometrium. 4. Posterior endo and ectocervix. 5. Posterior lower uterine segment. 6. Fuli thickness posterior endo and myometrium. 7. Representative sections of fallopian tube #1. B. Representative sections of fallopian tube #2 9. Re-gross anterior lower uterine segment. Concurrent conditions included dysmenorrhea, contraception, mastalgia, anxiety and tinea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia ((painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: dyspareunia, menorrhagia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.